Event description:
Initial results for two pt estradiols were both 318 pg/dl. When repeated, the results were 216.3 and 148.9pg/dl. The incorrect results were not used to guide therapy. The field service rep repaired the instrument by changing the measuring cell.